Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code 12. There was no reported impact to the customer¿s blood glucose level, as they declined to answer whether the level exceeded a specific threshold. Customer received assistance from technical support in resetting the pump, and since the malfunction code did not recur after reset, they were advised to continue using the pump and to contact support again if the issue reappears.